Event description:
Ous MDR - after implant the (B)(4) reported lead error on both channels, and switched to unipolar pace/sense. The physician reprogrammed it bipolar, and tested the device. All tests were successful. Later, the same error happened again and the patient came in with unipolar settings on both leads. The system worked fine in unipolar mode. During explant the leads were tested (during manipulation) without any problems. The connection to the header was properly checked both by x-ray and by pulling the leads. The patient received a new pacemaker, and the problem has not appeared again. The implant and explant date were not provided.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated, revealing the battery status bos. The memory content of the device was thoroughly analyzed, however no indication for a device dysfunction was found. Next, the header of the pacemaker was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The impedance measurement functions of the device were tested for uni- as well as bipolarity, showing no anomalies. Additionally, a long-term pacing test in bipolar configuration was performed. The therapy functionality of the pacemaker proved to be flawless. In particular, no switching from bipolar to unipolar configuration was observed. In summary, the device proved to be fully functional. With regard to the issues as mentioned in the complaint description, no deviation from the technical specifications could be found. There was no indication of a material or manufacturing problem.